Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: the vad coordinator reported that the patient was discharged home and doing well with stable hemoglobin levels and international normalized ratio (inr) approaching a therapeutic level.

Manufacturer narrative:
Additional information: a specific cause for the reported gi bleed could not conclusively be determined. The information available to the manufacturer indicates that the patient remains ongoing on lvad support and no further events related to bleeding have been reported. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event; however, bleeding is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). In addition, the labeling outlines anticoagulation, inr and how to diagnose blood leaks. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital due to the anemia from a gi bleed. The patient's inr was around 3.0. It was also reported that it was noted on interrogation of the pump that there were pi events. The patient was admitted for close observation.